Manufacturer narrative:
The evaluation of the device is pending. A supplemental report will be submitted when new information becomes available. Service history review indicates no previous service request received by covidien for this 1992 device. Patient was also using a shiley size 6 cuffless disposable trach tube which is being filed in a separate report: 2936999-2011-00217.

Event description:
Covidien received a report in regards to an incident resulting in a patient death. Customer stated the patient was found unresponsive at 5:30 am on (B)(6) 2011. The customer was unsure if any readings were acquired during the incident, though, it was alleged that the n200 did not alarm. The rapture was in an acute rehab department and was checked hourly. On the evening of (B)(6), the patient was very restless and he pulled his tracheostomy tube out. The patient was taken to the ER where the same tube was reinserted. The patient was scoped by a pulmonologist which revealed tracheal swelling and edema. That evening, the patient developed subcutaneous emphysema.